Manufacturer narrative:
All of the buttons functioned properly, however, moisture damage was found on keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and the keypad wasn't responding. Customer stated the buttons weren't responding he removed the battery and then when he reinserted it the device alarmed. Customer didn't know his blood glucose level but his last was 138 mg/dl. Customer didn't recall any significant event which may have caused the keypad, but he had the device in his pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.